Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. This was observed in a pacing vector which was not in use at that time. No adverse patient effects were reported. The lead remains in service.